Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 54 mg/dl and high blood glucose. The customer had not reported any symptoms and was treated with food (apple and orange juice). Customer's blood glucose value was 50's mg/dl at time of incident. Customer's current blood glucose value was 124 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer report customer does not allege pump was over delivering. Customer alleges pump is over delivering and believes the pump is over delivering, because his sugars were low. The drive support cap appears normal (slightly indented). Customer declined to troubleshoot for high blood glucose. The product was not returned for analysis.